Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse performing preventative maintenance (pm) replaced the fiber optic connector and did not identify anything unusual in the diagnostic logs. The fse completed pm and calibrated the unit. The iabp passed all functional and safety test per factory specifications and was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse) it was discovered that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. There was no patient involvement, and no adverse event reported.